Event description:
The complainant reported an 84-year-old male patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, a hematoma and bleeding were noted from the interventional access site and central line in the left femoral artery and vein. Manual pressure was held, and the patient was taken to the medical unit for stent placement. An angiogram showed the superficial femoral artery and profunda continued to bleed. The patient was transferred to the cardiovascular operating room for impella cp removal due to the groin complications experienced from the interventional site. A cut-down of the groin site was performed and the impella cp pump was removed without any issue. The patient was taken to a different medical unit for a groin exploration and closure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.